Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and a pinhole was found in the cuff shell consistent with wear at a corner of a fold. The cuff did not pass the leak testing performed. The pump was visually inspected and underwent leak testing. No damages nor abnormalities were found. In addition, it did pass leak testing. Based on the information available and analysis results, the pinhole found in the cuff could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the cuff was found. The balloon remained implanted, and the cuff and pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the cuff was found. The balloon remained implanted, and the cuff and pump were explanted and replaced. No patient complications were reported.